Event description:
Patient has reported shortness of breath since last fill. Bronchitis, sinus infection. Recovered already and md is aware and was not related to hizentra infusion. Last night infusion pump stopped in the middle of infusion and about 10ml left and then turned off and released spring mechanism and able to finish infusion with the same syringe. Don't know why stopped. No adverse event reported with pc. Pt was able to complete therapy. Defective device is available to be returned and is being replaced. Lot number and expiration date are unknown. Reported to (B)(6) by: patient/caregiver.